Manufacturer narrative:
The logfile of the affected device was provided for the investigation. Based on the log entries it could be the reported event could be confirmed. The root cause was identified to be a signal/contact issue in the flow measurement cause by a faulty flow sensor cable. A replacement of the cable harness flow sensor solves the issue. The expiratory flow measurement is used to control and monitor the ventilation. In the event of an error, temporarily deviating flow measurement values can impair the ventilation due to their part in the control circuit. This can also lead to the reported unusual sound during ventilation. If the set alarm limits are exceeded, the device alarms according to the specification. According to the instructions for use the user must immediately start the ventilation of the patient using an independent ventilation device (e.g., with a manual resuscitator) in case a fault is detected in the medical device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that at 9:30 the unit had different sound than usual and had leak alarm. Patient tubings connections were checked and found tight. The unusual sound of the flow sensor occurred again, and patient¿s respiration was difficult again. Difference of in and out ventilation increased dramatically (in 1500ml and out 50 ml). Patient was moved to hand ventilation and after that to transport ventilator. No patient injury was reported.